Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was associated with a local skin infection. The wound was able to heal on its own and the electrode remains in service. No additional adverse patient effects were reported.